Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous and severely calcified right coronary artery. A 2.5 x 15 mm nc quantum apex balloon was advanced but could not cross the lesion. Therefore, the physician dilated the proximal portion of the lesion with this balloon, but the balloon ruptured on the 1st inflation at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).